Event description:
It is reported that a patient had a resolute integrity drug eluting stent implanted over a year ago, and was concerned that they may be having an allergic reaction. No details were given of any reaction or other symptoms. There are no known allergies to nickel.

Manufacturer narrative:
It is reported that stent was implanted over a year ago. Evaluation codes, results: no results available since no evaluation performed (device or procedural image not available for evaluation) evaluation codes, conclusions, inherent risk of procedure (allergic reaction) unable to confirm complaint (device or procedural image not available for evaluation) (B)(4).